Event description:
One endeavour drug-eluting stent was implanted to the mid lad. It was reported that approximately 5 months post index procedure, the pt presented with unstable angina. Cardiac catheterization revealed single vessel disease which was treated with stenting. The unstable angina was resolved one day later and the pt was discharged. Investigator stated that the unstable angina was moderate in intensity, not related to the study drug, probably related to the study device, and probably related to the procedure.

Manufacturer narrative:
(B)(4). Eval: results: (mi).